Manufacturer narrative:
Batch review performed on 11-apr-2025. (B)(4) items manufactured and released on 06-may-2015. Expiration date: 31-mar-2020. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clincal evaluation performed by clinical affaits department. A revision surgery was performed approximately 10 years after the primary implantation of a total hip arthroplasty. The patient presented with complaints of pain and underwent a clinical follow-up. The available x-ray images reveal a region of osteolysis in the acetabular area, located above the cup. This finding is partially obscured by an informational artifact from the x-ray itself. Additionally, a separate area of osteolysis is noted in the trochanteric region. However, since the revision involved only the acetabular component, it can be inferred that the femoral stem remained stable. The underlying cause of this finding is difficult to determine based on the available information. No definitive cause for this adverse event can be established. Visual inspection performed by r&d department. From the received pieces, the liner appeared yellowed: no particular or evident signs were noticed, except for the presence of a hole created for removal. The ceramic ball head presented some signs on its surface. It is not possible to determine the root cause of the event. Additional involved devices. Versafitcup cc trio 01.26.45.1152 acetabular shell cc trio no-hole ø 52 (k103352) lot. 150076 batch review performed on 11-apr-2025. (B)(4) items manufactured and released on 11-may-2015. Expiration date: 31-mar-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 38.49.7175.675.00 biolox delta ceramic ball head 12/14 ø 28 size m 0 not marketed in us.

Event description:
Revision surgery performed due to pain at about 10 years from the primary surgery. Liner and ball head revised successfully.